Event description:
On 01/31/2024, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Pump returned on 02/05/2024 to be evaluated. The detail of the evaluation is stated on section h10 of this MDR.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was received on 2/5/2024 and tested on (B)(6) 2024. On 2/5/2024, the pump came in with the complaint form stating, "patient returned to cci after approximately two hours of pump being connected. Pump error message showed 'system error' ". The incident was described as during treatment, no one was exposed to medication, and there was a delay in therapy as explained: "pump malfunctioned after patient left and patient had to return. Pump infusion delayed until patient able to return". An image of the form will be attached, refer to "300508 complaint form". The analysis of the returned device is complete. The pump's event log was pulled and reviewed, highlighting several system error messages as shown by the "e02" codes in the log. There are also "subcode: 44" noted which means the error was due to "motor open" and "motor delay issue". Reported issue found, device not performing to specification.